Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that on (B)(6) 2018 during implant when the physician was placing the lead in rv, the sheath got stuck with the lead and when the physician tried to pull out the lead from the sheath, the lead insulation broke and a new lead was implanted. The patient condition was stable.

Manufacturer narrative:
The damage found was sustained during the surgical procedure.